Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was rattling on the inside. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received stating "no patient injury was reported".

Manufacturer narrative:
Other text: additional information: b5 and h6 - health impact codes.

Manufacturer narrative:
Device evaluation: one device was returned for investigation with no apparent physical damage. The battery compartment was checked where a loose battery string was found to be pulled out and not taut. Root cause was found to be user interface. A new battery was installed and preventative maintenance was done. The device then passed all functionality tests. No previous service history found. Manufacturing device history review was not done as the cause was related to user interface.